Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a highly calcified native valve with calcium running into the left ventricular outflow tract (lvot), an echocardiogram showed moderate to severe paravalvular leak (pvl) resulting from under-expansion of the valve frame. A balloon aortic valvuloplasty (bav) was performed using a 26 mm balloon following which, the echocardiogram revealed a hematoma 1 cm above the annulus. A mild pericardial effusion was observed prior to the procedure and increased to moderate during the procedure. It was reported that the hematoma continued to grow and medication was prescribed. After approximately 45 minutes of monitoring, the patient was transferred to the operating room due to hemodynamic instability and to treat the hematoma. The physician indicated that the hematoma was a result of an aggressive post implant bav due to a highly calcified annulus.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.